Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of complaint history did not reveal any material or manufacturing deviations that could have contributed to this failure. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision was performed due to a poly exchange.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal any material or manufacturing deviations that could have contributed to this failure. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had mechanical heart valve in situ and post operatively led to increased bleeding, kidney function reduced and this led to hematosis of the left knee. The left knee wound broke down which led to infection.

Manufacturer narrative:
.